Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.5, lab: 2.8. Date: (B)(6) 2011, inratio: 1.3, lab: 2.6. With each comparison, tests were performed within an hour of each other. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.